Event description:
It was reported that the patient underwent a plif using mini-invasive procedure at l4-l5. The rod could not be loaded using rod inserter. The case had to go mini-open, adding incision unilaterally in order to implant the rod. The case was completed without any further incident.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.